Event description:
Philips received a complaint on an intellivue mx40 802.11a/b/g indicating that the device had a speaker malfunction error, and no sound was coming from the telemetry unit. The device was not in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
E1; reporter institution phone number:(B)(6).e1: reporter phone number (B)(6). A quote has been provided to the customer for an exchange of the device and return the defective device to the bench; for further evaluation. The device was not in use on a patient at the time of event, there was no adverse event reported.